Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi) and expired. In (B)(6) 2008, a taxus express 2 stent was placed in the proximal left circumflex artery (prox lcx) and balloon angioplasty was performed to the ramus intermedius branch. In (B)(6) 2009, clinical status assessment identified the patient¿s qualifying condition as stable angina (ccs classification 2) and the patient was referred for cardiac catheterization. The target lesion was located in the mid right coronary artery (mid rca) with 80% stenosis and was 24mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50x28mm promus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient had myocardial infarction while in wake and subsequently passed away. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).